Event description:
A nurse reported that the pink sleeve was defective and was difficult to place on the tip with the holes correctly placed "face to face" to allow correct irrigation and aspiration. Two surgeons were unable to move the handpiece in the eye during two surgeries, and the handpiece needed to be removed from the eye and the sleeve was exchanged in each case. The incision size was increased in both pts due ot the manipulation necessary to change the sleeve. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).